Event description:
Serious burn on left shoulder [thermal burn]. Blister the size of pinky nail [blister]. Redness surrounding the burn is growing [erythema]. This really hurts/very painful/can have nothing touch it/cannot get dressed or go to work [pain]. Case description: this is a spontaneous report from a contactable consumer via a non-clinical study program thermacare (B)(6) page. A patient of an unknown age, gender and ethnicity started use thermacare heatwrap (thermacare neck, shoulder and wrist) on (B)(6) 2013 for an unknown indication. After less than 4 hours the patient discovered a serious burn on the left shoulder, and a blister and it was the size of a pinky nail on an unspecified date. The redness surrounding was growing. It was reported it really hurt, was very painful. The thermacare heatwrap was on for less than 4 hours, had used before with no issues. The patient wondered how to treat it and reported could have nothing touch it, couldn't get dressed or go to work. The action taken for thermacare heatwrap was unknown. The outcome of the events was unknown. No follow-up attempts possible. No further information expected. Follow up (04/27/2015): this report is upgraded to a serious reportable medical device case.

Manufacturer narrative:
Company clinical evaluation comment: based on the information provided, the events thermal burn and blister with the accompanying erythema and pain as described in this case are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure, and the events are assessed as associated with the use of the device. This case meets initial 10-day EU and 30-day FDA reportability.